Manufacturer narrative:
Device evaluation: we received the pump for investigation that had a cracked and chip out on both plunger case and a crack on the battery door. Event history log had acu watchdog failure also a primary audible alarm post. Unable to duplicate the acu watchdog failure at power up. Pump was dropped or mishandled by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an error and auxiliary control unit (acu) watchdog failure. The device also had a cracked housing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.